Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure was multiple leaks repaired throughout the unit. Provider could not duplicate customer stated issue. No new parts needed.